Event description:
User reported false negative result. Positive at doctor's office same day. Symptomatic.

Manufacturer narrative:
Report required by FDA for eua. Eua # (B)(4). Investigation not complete at time of initial report, follow-up will be submitted upon completion of investigation.

Manufacturer narrative:
Report required by FDA for eua. Eua # (B)(4). Investigation not complete at time of initial report, follow-up will be submitted upon completion of investigation.

Event description:
User reported false negative result. Positive at doctor's office same day. Symptomatic.